Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The field representative from the facility the hospital died at was able to obtain information that when the patient arrived enzymes were elevated and the patient had an ischemic event. The patient underwent a catheterization and was placed on a balloon pump. Records were reviewed and there was no mention about any concern of the device or its functionality. The cause of death was multiple system failure. It was provided that there was no concern from the physicians that the recent change-out procedure and lead implant caused or contributed to the patient's death.

Manufacturer narrative:
As no further information concerning this report is currently available, and further information has been requested from the local field representative.

Event description:
Boston scientific received information from the patient's family that the patient with this implantable cardioverter defibrillator (ICD) system died. It was reported that the newest device system was implanted (B)(6), 2015. According to boston scientific records this was a generator replacement due to normal battery depletion and a right atrial (ra) lead was also implanted. The family noted that a week later the patient had a post-operative wound check at the clinic after which he started feeling less well and developed a fever. Reportedly the implanting physician was contacted, but no further action was taken. The patient then saw the family physician and they were unable to determine the issue. The fever tapered off on (B)(6), 2015. The patient continued to feel poorly and lost weight. On (B)(6), 2015 he was taken to the emergency room due to chest tightness and not feeling well; the patient's enzymes were elevated. A cardiac catheterization was performed the following day and the patient coded twice and had multi-system organ failure. Due to elevated potassium levels the patient required dialysis. The patient was transported by helicopter to another facility and soon passed away. An autopsy was completed and there was mention of a pulmonary embolism possibly due to vascular access, but the family noted the report was vague. There were no allegations, however, the family wanted the events documented related to poor patient outcomes. The patient had a past history of four cardiac catheterizations during a six month span in 2014 without incident. The field representative was unable to provide any additional information.